Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported while inserting the cvp line, the doctor noted the needle had a crack on the side and was leaking. The doctor could not aspirate properly and it complicated the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while inserting the cvp line, the doctor noted the needle had a crack on the side and was leaking. The doctor could not aspirate properly and it complicated the procedure. There was no patient injury.